Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 6 months after the implant and abutment were placed in ada site 13 in the mouth, the implant lost integration in type iii bone. Clinician reported pain, bleeding and inflammation. The device will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation, the event was considered as osseointegration failure. Considering the surgical methodology, the dentist reported that the implant was immediately installed in an alveolus with signs of injury/ infection. Moreover, it was seen that the dentist has used less drills than recommended to perform the implant installation.

Event description:
The clinician reported that 6 months after the implant and abutment were placed in ada site 13 in the mouth, the implant lost integration in type iii bone. Clinician reported pain, bleeding and inflammation. The device will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).